Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: h4, h10. The DHR statement and manufacture date reported in the initial emdr were incorrect. Please see the following correct DHR statement: the production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed per getinge standard operating procedure and no non-conformances related to the reported event were noted.

Event description:
It was reported that during use on a patient, the display for the cardiosave intra-aortic balloon pump (iabp) turned black and the iabp unit stopped pumping. The customer's nurse was able to restart the iabp unit, however, after conversing with the doctor and medical engineer (me), the iabp unit was swapped out to a cs300 iabp. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. A getinge service representative reported that the iabp unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the display for the cardiosave intra-aortic balloon pump (iabp) turned black and the iabp unit stopped pumping. The customer's nurse was able to restart the iabp unit, however, after conversing with the doctor and medical engineer (me), the iabp unit was swapped out to a cs300 iabp. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted if subsequent information is provided. (B)(6).

Event description:
It was reported that during use on a patient, the display for the cardiosave intra-aortic balloon pump (iabp) turned black and the iabp unit stopped pumping. The customer's nurse was able to restart the iabp unit, however, after conversing with the doctor and medical engineer (me), the iabp unit was swapped out to a cs300 iabp. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse noted codes 111, 112 and 118 in the logs, so as a preventive measure the power management board, solenoid control board, video generator board, executive processor board, backplane board, and the cable coil cord were replaced. The fse tested the iabp unit in the service center for three weeks after replacing the parts, and no issues were noted, the iabp did not fail. The unit has not been reported to be released for clinical use. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient, the display for the cardiosave intra-aortic balloon pump (iabp) turned black and the iabp unit stopped pumping. The customer's nurse was able to restart the iabp unit, however, after conversing with the doctor and medical engineer (me), the iabp unit was swapped out to a cs300 iabp. There was no patient harm and no adverse event was reported.